Event description:
It was reported from canada that the saw attachment device was leaking oil/fluid. The exact date of this event was unknown. There was no human patient involvement as the facility is a veterinary medical hospital, and therefore, the device is most likely used for veterinary purposes only.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition of the device was leaking fluid was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization and failed pre-test for the device had debris due to improper maintenance.